Manufacturer narrative:
Concomitant medical devices: dtba1d1 crtd, implanted: (B)(6) 2015; ilxch161685, stent, implanted: (B)(6) 2012; enlw1616c124e, stent, implanted: (B)(6) 2012; enlw1616c82e, stent, implanted: (B)(6) 2012; enbf3616c166e, stent, implanted: (B)(6) 2012; iexch151555, stent, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the single programmed viable pacing vector had a high(ER) capture threshold measurement and a low(ER) pacing impedance measurement. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had a possible premature battery depletion. The device was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.